Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator of the subject device could not be moved down at all during the inspection before use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found that the forceps angulation was out of standards due to cutting off the forceps elevator wires. Also olympus korea found that there was the discoloration inside the light guide lens. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea and the similar former cases, omsc surmised there was the possibility this phenomenon was attributed to the physical stress, chemical stress, storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and/or ultraviolet rays, etc.) And/or aging deterioration of the subject device. If additional information becomes available, this report will be supplemented.